Event description:
The physician was attempting to implant a 3.0 mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent in a patient when it was reported that the stent failed to deploy. No patient injury or clinical sequelae were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The first distal stent segment was slightly raised. The distal tip was damaged. The balloon was inflated to 9atms (nominal) and 16atms (rbp) and the stent was expanded without any issues.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); related to operational context (issue is most likely procedural related). Conclusion: operational context contributed to event (issue is most likely procedural related); known inherent risk of procedure (stent deformation). (B)(4).